Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose at the time of incident was 25 mmol/l. Customer's current blood glucose was 18.8 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump within 48 hours of reported for high blood glucose. Customer stated auto mode feature was active at the time of event. Based on customer¿s response they alleged insulin pump was under delivering as they received insulin pump error alarm one day before. The insulin pump will not be returned for analysis.